Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a pacific plus for treatment of a lesion in the mid/proximal region of the left superficial femoral artery and popliteal artery. The device was prepped as per the IFU with no issues identified. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. It was reported a balloon twist was noted. A rewrap tool was not used. The balloon was deflated and retracted without issue. No patient injury.

Manufacturer narrative:
Additional information: the balloon was inflated using a inflation device and contrast inflation fluid was used. The balloon twist noted at a low pressure (2-3atm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.